Manufacturer narrative:
Additional information: annex g.

Event description:
It was reported that the device received an alarm error code message. The error code displayed was 600.6835. There was no patient involvement.

Manufacturer narrative:
Technical support (ts) performed troubleshooting over the phone to determine error code 600.6835. Ts recommended to connect alaris to alaris system maintenance software and repeat transfer network configuration. If issue still persists, return unit back to factory for service repair. Ts also suggested to replace new rf card and customer replaced component. Unit able to transfer network configuration successfully. Issue resolved. Device history record: a review of the device history record showed the device had a manufacture date of 16apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : over the phone troubleshooting.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 600.6835. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 600.6835. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 600.6835. There was no patient involvement.